Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified the screw fractured on the neck. Functional . The investigation has been performed based on the available information using the product family. No pre-existing conditions were noted on the per, the patient has unknown bone density. The reported devices were located on an unknown tooth and were used for an unknown duration. Pictures or x-ray images were not provided. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or devices (iunihg). Therefore, based on the available information, device malfunction did occur for the iunihg and the reported event (screw fracture) was confirmed. A definitive cause could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that screw (iunihg) fractured inside the implant. Fractured piece was completed removed and implant remains intact.